Manufacturer narrative:
Device outputs were programmed to provide a 2x's safety margin and the following physician planned to monitor the situation for now. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this patient for the pulse generator and this transvenous right ventricular (rv) lead had been in for a routine device follow up when noise and possible rv loss of capture were observed. The patient reported no symptoms. Some noise was able to be reproduced on the lead. It was suspected that there could be a setscrew issue or a lead dislodgement.